Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine signaled it had drained 1630ml during initial drain of peritoneal dialysis, but when the patient measured the drain it was 2030ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.